Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not completed due to an occurrence of leakage at the scope connector cover (s-cover) which led to foreign material remaining in the air/water (a/w)-channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. During incoming inspection, a leakage was found in scope-cover. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to deformation of the scope-cover, water tightness was lost, aw (air/water)-cylinder had no color. Suction-cylinder had no color. The plug unit had a scratch. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. Adhesive on the distal end had a crack. The connecting tube was snaking, and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope handle was leaking at the seam. During the device evaluation, the following reportable malfunction was found: aw tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.